Manufacturer narrative:
Pr # 8641612 - medwatch # (B)(4). 14aug2023 writer sent the customer an email acknowledging receipt of the complaint and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer reported while surgeon using instrument to cross-clamp the aorta, cable in the instrument broke and small pieces (beads) dispersed in multiple directions. Staff unsure of location of all beads. Instrument immediately removed from field. Field and cavity searched. Xray obtained prior to closure to ensure no beads from broken instrument were inside chest cavity. Xray for foreign body performed. Results read; no foreign body detected. No further information is not available.